Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications including the alleged protrusion. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the second perfix plug (device #2) implanted, another emdr was submitted to address the first perfix plug (device #1) implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an inguinal hernia, a perfix plug was implanted to repair the hernia defect. Ni/ni/ni - shortly thereafter, the patient was found to have a recurrent inguinal hernia and underwent another repair surgery in which a second perfix plug was implanted to repair the hernia defect. (B)(6) 2016 - the patient went back to his doctors complaining of an increasing bulge in the areas where his prior meshes were placed, believing he may have another hernia recurrence. Upon examination, however, the patient's doctor found that "although he might have a very small recurrent inguinal hernia, the bulge is more likely the result of a forward protrusion of his two prior perfix plugs." The patient's physician informed him that the best course of action would be to first laparoscopically repair any recurrent small hernia, then after he has healed, open surgery to remove his two perfix plugs. The patient's doctor informed him that the open surgeries would pose a risk of testicular damaged, due to the likely adhesion of the protruding mesh to his spermatic cord. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications including the alleged protrusion. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the second perfix plug (device #2) implanted, another emdr was submitted to address the first perfix plug (device #1) implanted. Addendum : this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 2 years post implant of perfix plug, patient had chronic groin pain, nerve damage, adhesions and hernia recurrence thereby underwent removal of mesh. The instructions-for-use supplied with the device identify adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr is submitted to represent perfix plug (device #2). An additional supplemental emdr is submitted to represent perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an inguinal hernia, a perfix plug was implanted to repair the hernia defect. Ni/ni/ni - shortly thereafter, the patient was found to have a recurrent inguinal hernia and underwent another repair surgery in which a second perfix plug was implanted to repair the hernia defect. (B)(6) 2016 - the patient went back to his doctors complaining of an increasing bulge in the areas where his prior meshes were placed, believing he may have another hernia recurrence. Upon examination, however, the patient's doctor found that "although he might have a very small recurrent inguinal hernia, the bulge is more likely the result of a forward protrusion of his two prior perfix plugs." The patient's physician informed him that the best course of action would be to first laparoscopically repair any recurrent small hernia, then after he has healed, open surgery to remove his two perfix plugs. The patient's doctor informed him that the open surgeries would pose a risk of testicular damaged, due to the likely adhesion of the protruding mesh to his spermatic cord. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with right inguinal hernia and underwent open repair with implant of perfix plug. Per operative notes, " hernia sac with the spermatic cord was dissected free. A perfix plug and flat portion (onlay) of mesh (device #1) was then anchored into position.¿ (B)(6) 2014 to (B)(6) 2015 - patient frequently visited hospital for recurrent right inguinal hernia. (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia and underwent open repair with implant of perfix plug (device #2). Per operative notes, "hernia sac was tightly adherent to spermatic cord, vas deferens and its vasculatures, then a flat portion (onlay) of mesh was then laid over the perfix plug (device #2) covering the superficial inguinal ring. The mesh was then wrapped around the spermatic cord structures medially and closed.¿ (note: there was no mention of perfix plug (device #1) during the procedure). (B)(6) 2016 to (B)(6) 2018 - patient frequently visited hospital for recurrent right inguinal hernia. (B)(6) 2018 - patient was diagnosed with recurrent right inguinal hernia, chronic groin pain, ilioinguinal nerve entrapment thereby underwent open repair for the removal of mesh. Per operative notes, "the external oblique, underling tissues and cord was densely adherent to 2 mesh (onlay) plugs (perfix plugs - device #1, #2).the ilioinguinal nerve was identified and appeared to be trapped in the patients existing hernia repair mesh, forming a small neuroma, and freed it from the mesh. Completed the excision of the mesh sheet (onlay) and plugs (perfix plugs device #1, #2). Then, indirect hernia sac defect was repaired with piece of polypropylene mesh and secured.¿ attorney alleges that the patient had loss of testicle, mesh migration, mesh shrinkage, nerve damage, pain, and emotional injuries. It was also alleged that the patient had difficulty sleeping due to pain, difficulty performing activities, loss of sensation, additional surgeries, discomfort, and deformity.